Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time was 89 mg/dl. Advised customer insulin pump will be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected battery out limit or unexpected battery alarms noted. The unit passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. The unit was received with minor scratched lcd window.